Manufacturer narrative:
A supplemental report is being submitted for a correction and additional information. Date of event corrected from (B)(6) 2020 to (B)(6) 2020. Newly received information indicated that the patient subsequently died. The cause of death was reported as right heart failure. It was also reported that the patient received diuretics. Outcome attributed to adverse event updated from life threatening, intervention required, hospitalization to death. Relevant history updated from ischemic cardiomyopathy to non-ischemic dilated cardiomyopathy. Patient codes updated from c26797, c4376, c50466, c50577, c50595, c50672 to e0611, e0305, e060102, e1205, e130501, e2402. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient subsequently died. The cause of death was reported as right heart failure. It was also reported that the patient received diuretics.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported low flow event was confirmed via review of the controller log files which revealed several decreases in power consumption and estimated flow starting on (B)(6) 2020, including a sudden decrease in parameters on (B)(6) 2020. 59 low flow alarms were logged since (B)(6) 2020 and 1 suction alarm was logged on (B)(6) 2020. Information received from the site indicated that the patient presented with altered mental status, hyperglycemia, and hypovolemia and an electrocardiogram (ECG) revealed right heart failure. The patient later experienced atrial fibrillation with rapid ventricular responses and another ECG revealed severely reduced right ventricular function. The patient was then intubated and started on continuous renal replacement therapy due to altered mental status and an inability to clear secretions, and later died of right heart failure. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported low flow event and the observed suction alarm including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, right ventricular failure, cardiac arrhythmia, renal dysfunction, and death are known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This complaint is part of the retrospective review and remediation per (B)(4), non-complaint retrospective review and remediation plan for mcs. This event has been updated to reassess the complaint classification and coding. Revision or updating to any other complaint information or tasks will be performed as applicable based on the reassessment. A supplemental correction report is being submitted for event details. Product event summary: (B)(6) was not returned for evaluation. The reported low flow event was confirmed via review of the controller log files which revealed several decreases in power consumption and estimated flow starting on 13-aug-2020, including a sudden decrease in parameters on 31-aug-2020. 59 low flow alarms were logged since 09-aug-2020 and 1 suction alarm was logged on 10-oct-2020. Information received from the site indicated that the patient presented with altered mental status, hyperglycemia, and hypovolemia and an electrocardiogram (ECG) revealed right heart failure. The patient later experienced atrial fibrillation with rapid ventricular responses and another ECG revealed severely reduced right ventricular function. The patient was then intubated and started on continuous renal replacement therapy due to altered mental status and an inability to clear secretions, and later died of right heart failure. It was also reported that the patient received diuretics. It was further reported that the patient experienced metabolic encephalopathy. Based on the available information, the device may have caused or contributed to the reported event. Based on risk docu mentation, multiple factors may have contributed to the reported low flow event and the observed suction alarm including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, right ventricular failure, cardiac arrhythmia, renal dysfunction, and death are known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced metabolic encephalopathy.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital for altered mental status, hyperglycemia and hypovolemia. An electrocardiogram (ECG) was performed and showed significant right ventricular (rv) failure. One month later the patient was re-admitted for atrial fibrillation with rapid ventricular response, and low flows. Nephrology was consulted and medication was started. The electrocardiogram (ECG) showed left ventricular (lv) ejection fraction 6% with severely reduced right ventricular (rv) function and medication was increased. Two days later the patient was intubated due to altered mental status and was unable to clear secretions. The patient was started on continuous renal replacement therapies (crrt) and continued for several weeks. Crrt was discontinued and the patient is now alert and oriented. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.